Event description:
The complainant contacted leica biosystems and reported that tissue samples, which had been processed using peloris ii rapid tissue processor serial number: (B)(4), were "over dehydrated". On 29 april 2021, the assigned leica senior applications specialist - core histology (fss) visited the laboratory in order to obtain further information regarding the circumstances involved in this complaint. The fss documented the following observations: "supervisor reported over dehydrated tissue of one case ran [sic] on large 8 hr protocol. Supervisor stated incorrect tissue size was placed on 8 hr run for first affected run. No errors found throughout protocol. The first affected run used ethanol starting at 61% and other various runs started with 81%. Ethanol bottle concentrations at on-site visit are set with lowest starting at 80%." The fss also documented that sub-optimal tissue processing had been identified from two (2) "8 hr large" protocols with a start/end time and date detailed as (1) (B)(6) 2021, (2) (B)(6) 2021, which had been executed in retort a, with the number of cassettes detailed as: "235 (1 block affected), 90 (33 blocks affected - same case) unable to find second run, supervisor has not confirmed correct cassette number." The fss further documented that the tissue artefact as "overprocessed"; the type of affected tissue as "(1) endometrial cyst (2) omentum" and the size of the affected tissue as "(1) 1.7x0.3x0.3cm and (2) large". Information as to the final status of the affected tissue samples and patient outcome has not been provided, despite the following requests for this information being made to the complainant by the assigned leica applications specialist - core histology: 29 april 2021 by telephone and during site visit; 04 may 2021 by telephone; 06 may 2021 by telephone and email; 07 may 2021 by email and 11 may 2021 by telephone. As at 27 may 2021, no adverse impact to a patient(s) has been reported to the manufacturer.

Manufacturer narrative:
Manufacturer evaluation of the instrument logs showed that: - based on the information provided, the first processing run from which tissue samples exhibited sub-optimal processing were derived from the "factory 8 hour xylene" protocol comprising 235 cassettes, which started in retort a at 19:44pm on (B)(6) 2021 and completed at 03:48am on (B)(6) 2021. No event/error codes were recorded during execution of this protocol. - information provided by the complainant indicates that the second processing run from which tissue samples exhibiting sub-optimal processing were derived was a "factory 8 hour xylene" protocol executed in retort a on (B)(6) 2021, but the start and end times of the processing run were not provided. The following two (2) processing runs were started on (B)(6) 2021: the "factory 8 hour xylene" protocol comprising 215 cassettes, which started in retort b at 13:38pm on (B)(6) 2021 and completed at 21:42pm on (B)(6) 2021 and the "factory 8 hour xylene" protocol comprising 206 cassettes, which started in retort a at 20:41pm on (B)(6) 2021 and completed at 04:46am on (B)(6) 2021. - the "factory 8 hour xylene" protocol, which is of 8 hours and 7 minutes duration, has been validated for use in this laboratory. - the wax in wax bath 1 was used for the first time for the final wax infiltration step of the "factory 8-hour xylene" protocol started in retort a at 19:44pm on (B)(6) 2021. It is considered unlikely that the user actions in replacing the wax in wax bath 1 either caused or contributed to the sub-optimal tissue processing reported, because the wax was successfully drained to waste at 13:36pm on (B)(6) 2021 prior to resetting the station properties and filling the wax bath with fresh wax. All other reagents had been used for at least nine (9) previous processing runs without reported incident. - the reagent in bottes 7 (ethanol) and 12 (xylene) was used for the first time for the final dehydration and final clearing steps respectively of the "factory 8 hour xylene" protocol started in retort a at 20:41pm on (B)(6) 2021. There is no evidence of any use error(s) when replacing these reagents on (B)(6) 2021. Investigation of this complaint found that the instrument functioned as designed during execution of the three (3) "factory 8 hour xylene" protocols either started or completed between (B)(6) 2021. Information documented by the fss details that: "supervisor reported over dehydrated tissue of one case ran [sic] on large 8 hr protocol. Supervisor stated incorrect tissue size was placed on 8 hr run for first affected run"; sub-optimal tissue processing had been identified from two (2) "8 hr large" protocols with a start/end time and date detailed as (1) (B)(6) 2021, (2) (B)(6) 2021, which had been executed in retort a, with the number of cassettes detailed as: "235 (1 block affected), 90 (33 blocks affected - same case) unable to find second run, supervisor has not confirmed correct cassette number"; the type of affected tissue as "(1) endometrial cyst (2) omentum" and the size of the affected tissue as "(1) 1.7x0.3x0.3cm and (2) large". Section 8.2.1 of the leica peloris/peloris ii rapid tissue processor user manual details the manufacturer recommended protocol duration for different maximum tissue thickness/dimensions and different example specimen types as follows: · the 1 hour protocol is recommended for tissue of 1.5mm diameter/maximum thickness and the following example specimen types: endoscopies and needle biopsies of breast and prostate. · the 2 hour protocol is recommended for tissue of <3mm diameter/maximum thickness and the following example specimen types: gi biopsies, renal; prostatic, hepatic and breast cores, punch biopsies of skin, small colonic polyps. · the 4 hour protocol is recommended for tissue of 3mm diameter/maximum thickness and the following example specimen types: small specimens of non-dense tissues (kidney, liver, bowel etc), excisional an incisional skin biopsies, skin ellipses. · the 6-8 hour protocol is recommended for tissue of 15x10x4mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions (excluding brain specimens). · the 12 hour protocol is recommended for tissue of 20x10x5mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions. Very thick fatty specimens may require a longer protocol. Based on the information provided, the root cause of the sub-optimal tissue processing reported by the complainant in this event was use of a protocol of inappropriate duration for a portion of the tissue size(s)/type(s) being processed.